Event description:
Unit was lowered onto the drawer front. The back continued to lower until it reached a 3 inch decline when the drawer front gave way causing the front of the table to drop. No injuries were reported.

Manufacturer narrative:
The table was examined at the facility by a midmark representative. Examination of the table indicates the drawer front was hanging past its intended position and the table was lowered onto it. When the table was lowered, the drawer front was pinched between the floor and the drawer until the drawer front moved. When the drawer front moved, the table dropped a few inches very quickly. The drawer front is designed to open as a shelf. It is also designed so that it can break away if a patient were to exit the table with the drawer in the down position. The drawer front must then be repositioned by depressing the tabs on its front. This process is described in the products user's guide. Failure to correctly reposition the drawer front can result in the type of damage seen with this table.